Event description:
This is a report of a flo-gard pump with a broken clamp. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
The device has been received by baxter. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken clamp was confirmed and reproduced during product evaluation. This condition was caused by cracks in the door latch. The pump head door and required parts were replaced to correct the reported condition.